Manufacturer narrative:
A ge svc rep performed an on site investigation. The ps2 power supply fuse was reset during the svc call. The system was tested, and found to be working as intended, and put back into svc.

Event description:
It was reported that the 9900 system would not fluoro during a case. Then the system had an interlock failure. The 9900 system had to be removed, and the procedure was completed with another system. No pt injury was reported.